Manufacturer narrative:
We have not received any similar MDR, complaints or service request for the same product over the past three years. There is no changes on the design of the item. The static load test and fatigue test reports and inspection record are shown in the attachment.

Event description:
We received the email from our customer drive, the details as below: medwatch report # 2438477-2023-00105. The medical device involved in the incident is a wheelchair, product code: ior, model number dfl19-bl. The serial number is unknown. Please refer to the medwatch report for information about the event. As of today, the product in question has not been returned to drive medical for evaluation. Drive devilbiss healthcare was notified of an incident involving a wheelchair by an end user's caretaker, who stated that the end user was transferring out of the chair and sustained a "significant leg injury" and that "it is possible this was caused by a sharp edge on the frame of the wheelchair." The end user was provided with wound care and pain medicine as a result of the incident. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.